Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. It was noted that several ventricular lead noise reversions were observed. The noise observed was thought to be due to myopotentials not reproducible with isometrics and not from the lead. Programming changes to sensitivity were made. The patient was stable.